Manufacturer narrative:
Type of report? Type of report. If follow-up, what type? Additional manufacturer narrative: the customer's complaint was not resolved at the time they contacted nihon kohden. The customer was instructed to contact nihon kohden after additional troubleshooting however, the customer failed to contact nihon kohden. Nihon kohden attempted to contact the customer but the customer did not respond.

Event description:
(B)(4).

Manufacturer narrative:
The customer stated that there was an occurrence of the issue once after installing the replacement hard drive but believes the replacement hard drive has resolved the issue and does not have further information to provide us.